Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Mdrit was reported that a beta bionics ilet user was entering a meal and believe they were only getting 8-12 % of the insulin. A supply change was performed to resume insulin delivery. Blood glucose was not affected, and there was no report of any end-user harm or adverse event associated with this case.